Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 21.0 diopter intraocular lens was explanted from a patient's right eye and replaced with a non-amo device due to patient having increased intraocular pressure (iop) and decreased vision. A vitrectomy was required. There was incision enlargement at explant. Usual post-operative drops were given to the patient and the patient a good outcome after the replacement procedure. Cataract surgery performed on (B)(6) 2016. Vitrectomy and lens explant on (B)(6) 2016. Scleral fixated iol and vitrectomy on (B)(6) 2016. Membrance peel on (B)(6) 2016. Patient's visual acuity: visual acuity pre-op (pre-initial implant) 20/150 visual acuity post-op (post-initial implant) 20/150 visual acuity post-op (post-replacement). 20/60 additional notes: vitrectomy and lens dropped it was removed and replaced with a standard lens. There was a delay in the procedure of one week. The explanted lens is not available for return as it was discarded.

Manufacturer narrative:
(B)(4). Device evaluation: the device was not returned to the manufacturer for evaluation. Visual evaluation could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.